Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were not provided for this event. However, the x-rays were sent to hcp for review. The review indicates bony alignment is near anatomic and demonstrates the expected volar tilt of the distal radius and plate. There is associated narrowing of the osteotomy and posterior extrusion of bone graft into the soft tissues dorsal to the distal radius. The bend in the plate is located in the plate shaft, distal to shaft screws and proximal to the volar tilt portion of the plate shaft. There also appears to be radiolucency indicative of loosening of the distal-most shaft screw. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures.

Event description:
Following an ankle osteotomy, review of radiographs found plate was bent 6 weeks post implantation. There has been no revision procedure reported.